Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat rectocele and fecal incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and vaginal discharge. It was also reported that patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 due to treat pelvic organ prolapse, rectocele, and fecal incontinence. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and vaginal discharge. It was reported that the patient underwent bilateral post sacrospinous ligament fixation in 2009. It was reported that the patient underwent mesh excision due to erosion on (B)(6) 2009 and (B)(6) 2010. It was also reported that patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat pelvic organ prolapse, rectocele, and fecal incontinence. The patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and vaginal discharge. It was reported that the patient underwent bilateral post sacrospinous ligament fixation in 2009. It was reported that the patient underwent mesh excision due to erosion on (B)(6) 2009 and (B)(6) 2010. It was also reported that patient underwent mesh revision on (B)(6) 2010 due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, unpleasant odor, discomfort, and urinary tract infection.

Event description:
It was reported that following insertion the patient experienced incontinence, unpleasant odor, discomfort, and urinary tract infection.

Manufacturer narrative:
It was reported that patient underwent mesh excision due to erosion by implanting surgeon on (B)(6) 2009 and (B)(6) 2010.